Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported between the unspecified location of the homechoice cassette and unspecified bag, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during unspecified dwell phase of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location of the homechoice cassette and an unspecified bag, that led to this alarm. The connections to the bags were secure, no air was visible in the lines to the cassette, only in the drain line. The source of the air was unknown. The hp stated that the table that the supply bags were on had fluid on it but the hp could not find the reason for the leak. Renal therapy services explained the alarm to the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.